Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus) experienced incontinence that resulted in a surgical procedure. It was found the patient had developed urethral atrophy. The original device was explanted and a new device was implanted. No additional patient complications were reported.